Event description:
It was reported that while testing with the bd rapid detection of sars-cov-2 veritor¿, 2 false positive results were obtained. Confirmatory ID now and rt-pcr testing was performed, and the results were negative. There was no report of patient impact. Eua (B)(4). The following information was provided by the initial reporter, translated from (B)(6): patient collected on the same day, same collection of two swabs one for antigen and one for idnow, only the antigen was positive. Soon after, a new collection of two new swabs was performed and the results reproduced. The following day, a third sample was collected for rt-pcr and the result was negative. Antigen positive samples were also run through rt-pcr and the result was negative. The analyst said the band was visible but has no photos to send. Customer using sn (B)(4).

Manufacturer narrative:
Eua (B)(4). A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while testing with the bd rapid detection of sars-cov-2 veritor¿, 2 false positive results were obtained. Confirmatory ID now and rt-pcr testing was performed, and the results were negative. There was no report of patient impact. Eua(B)(4). The following information was provided by the initial reporter, translated from portuguese: patient collected on the same day, same collection of two swabs one for antigen and one for idnow, only the antigen was positive. Soon after, a new collection of two new swabs was performed and the results reproduced. The following day, a third sample was collected for rt-pcr and the result was negative. Antigen positive samples were also run through rt-pcr and the result was negative. The analyst said the band was visible but has no photos to send. Customer using sn (B)(6).

Manufacturer narrative:
H.6 investigation summary: this statement is to summarize the investigation results regarding the complaint that alleges false positive result when using kit rapid detection of sars-cov-2 veritor ce (material # 256089), batch number 1259543. Bd quality performs a systematic approach to investigate false positive result complaints. This approach involves review of manufacturing batch history records, testing of retention samples, and testing of customer returned samples, if applicable. An investigation and testing were performed on the batch number provided. The complaint was unable to be confirmed. The root cause could not be identified. A trend analysis for false positive was conducted, no adverse trend was identified. Bd quality will continue to monitor for trends. There were no corrective actions taken at this time. H3 other text : see h.10.